Manufacturer narrative:
Additional information h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of an unspecified quantity of minicap transfer sets could not be closed; described as ¿the twist clamp could not be closed once opened¿. This occurred during unspecified process steps of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.